Manufacturer narrative:
Investigation results: DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard. Unit set up and evaluated, upon inspection the water fitting on the handpiece lead socket was found to be pitted there was also minimal water flow through the lead as the water tubing was blocked, this blockage was probably a result of an excess of medicaments that has been used during treatments which was evident during the purge process, a new handpiece lead has been supplied and fitted to resolve this issue. Repair, calibration and functionality checks carried out, unit running ok.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a cav.plus tap-on,240v-UK-g136 allegedly the handpiece and inserts got hot. No injury occurred.